Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarm. Customer reported that the drive support cap was damaged but type of damage was unknown. Customer was able to clear the alarm and successfully complete insulin pump rewind. Customer then reported that the insulin pump alarm history showed more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.